Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s post-operative complication. None of the sureform 60 reloads used during the case are available for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the surgeon used a sureform stapler 60 instrument and successfully fired 6 blue sureform stapler 60 reloads. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient developed a hematoma and lost approximately 2300 cc of blood. As a result, the patient underwent a secondary traditional laparoscopic surgical procedure to clean out the hematoma and also received a total of 4 units of blood. However, at this time, the root cause of the post-operative complication is unknown. The staple line was reportedly intact.

Event description:
It was initially reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, a ¿bleeder¿ was identified in the middle of a staple line. In addition, a hematoma was found by the patient's stomach. On (B)(4) 2019, intuitive surgical, inc. (Isi) contacted the isi executive sales representative (esr) and obtained the following additional information regarding the reported event: the esr was not present during the surgical procedure which was not recorded on video. However, the esr spoke in length to the surgeon regarding the reported event. There were no stapling related issues observed during the da vinci-assisted surgical procedure. In addition, there were no reported intra-operative complications. Since the patient had an unspecified clotting disease, the surgeon decided to give ¿lovenox,¿ an anticoagulant medication, at 9:00 pm instead of 9:00 am which is the time he typically gives ¿lovenox¿ to a patient undergoing a sleeve gastrectomy procedure. Post-operatively, the patient lost 2300 cc of blood and was brought back to the operating room (or). Per an esophagogastroduodenoscopy (egd), a staple line leak was not found. The patient underwent a traditional laparoscopic surgical procedure to clean out the hematoma. The surgeon placed a stitch to stop bleeding at the staple line which appeared to be intact. Two units of blood were also administered. On an unspecified date several days later after being discharged, the patient was given another 2 units of blood. None of the sureform 60 reloads used during the surgical procedure were available for return to isi. As of (B)(6) 2019, the patient was doing well and was no longer in the hospital.